Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of additional interventions (reported as "other interventions") to preclude permanent body damage/impairment cannot be excluded. Based on the overall information currently provided in this report, there is a reasonable possibility that a potential malfunction (reported as "snaking back out") has occurred with the jada system whereby if the suspected malfunction were to recur at a time when the patient was not under close observation, this malfunction could possibly cause or contribute to a death or serious injury. The limited information provided in this case precludes a complete and meaningful assessment. This report will be amended as appropriate if additional information is received regarding the event. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding.", "jada placement: post vaginal delivery or post cesarean section after closure of hysterotomy: secure visualization of the cervix to confirm it is dilated 3 cm to allow for placement of jada. Using a hand, compress the intrauterine loop near the distal tip for support and insert jada transvaginally, leading with the intrauterine loop. Avoid excessive force. Use gentle traction on the anterior cervical lip to stabilize the cervical opening, if needed. An instrument can be placed on the anterior cervical lip, but do not grasp jada with an instrument to facilitate intrauterine insertion" out of an abundance of caution, the company will report this case as a serious injury and malfunction MDR.

Event description:
A health care provider was speaking with an alydia health employee and stated that when inserting a jada, it kept "snaking" back out. He said he used ring forceps on the anterior lip with no success and used a short ring forceps on the device with no success. He felt like the cavity was "firming" up and making jada difficult to place. Per the provider the patient's uterus firmed with other interventions and jada was never placed. The provider did mention this patient had an anteverted uterus. We requested if the site retained the device, recorded the lot number, and additional details for this case. Alydia health employee reported repeated requests to obtain additional information and inquire about lot number or retention of the device were not answered. We have made a good faith effort to obtain this information. A jada device was attempted to be inserted after uterotonics failed to stop postpartum bleeding. The decision was made to insert a jada system, but the hcp was unable to place the device. The patient's pph treatment continued to "other interventions." As we are unable to rule out the use of jada in contributing to the need for the previous interventions or a device malfunction, we are reporting this as a MDR in an abundance of caution.